Manufacturer narrative:
This report is a final report for (B)(4), the intial report was submitted on 26th june 2019. Advanced medical solutions ltd. (Ams) has contacted the customer requesting additional information, however the customer confirmed that no further information is available, including product lot numbers and part numbers. As no batch details were available for this complaint, an investigation including batch review, sample review, additional testing for review of release specification could not be perfomed. Ams deem the risk to the patient to be low as product instructions for use state 'if the wound appears dry, saturate the dressing with sterile saline prior to removal'. Following a total of 4 complaints from the same customer regarding the same issue, delamination of the non-adherent layer of the device, ams has raised a CAPA to investigate the issue. Investigations into the root cause of the issue are on going, manufacturing equipment, materials are being investigated along with data analysis from previous batches of the device. In accordance with ams procedures, quality control testing is performed for each manufactured batch of the device, product which highlight lamination failures are further investigated and the affected product is quarantined and disposed of. As the customer is not able to provide further information regarding the complaint and ams are investigating the root cause and appropriate corrective measures, ams consider this to be final report for this incident.

Manufacturer narrative:
Insufficient information provided and at this time to confirm if product was used as intended and contributed or caused the malfunction. If further information becomes available a follow-up report will be submitted.

Event description:
The non-adherent layer of silvercel na delaminated and was left in the wound upon removal. No patient harm or adverse event reported, heath professional removed non-adherent layer from wound during dressing removal/change.

Event description:
Following initial complaint details received from the customer, the customer confirmed that no further information is available, including product lot numbers and/or part numbers. Customer has not reported details of a patient being harmed or of a clinical intervention.